Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. Per mmdg procedure, delay of therapy would not typically be considered reportable if the patient can be fed via syringe or bolus supplementation, however, in this case it was reported that the caregiver was not provided instruction on how to do this. Because they were not provided this instruction, mmdg is considering supplementation unavailable, and the delay that this caused reportable.

Event description:
The initial reporter stated that the pump was alarming low battery and that it would not charge. Mmdg followed up with the initial reporter who stated that they were provided with a new pump, but they did not receive it until approximately four hours after the alarm occurred, which resulted in a delay of therapy. They stated that they would have been able to provide supplemental feedings to the patient, however, they had not been provided instructions on how to do so. (B)(4).